Event description:
There was a report that the pump piston was extended preventing the insertion of the cartridge. There was no reported impact to the customer's blood glucose level. No additional information was provided.